Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent compressed against the vessel wall is considered to be permanent impairment or injury. Device issue: stent dislodgement. It was reported that during a procedure to treat a lesion in the circumflex, a 2.5 x 23 mm xience v stent delivery system (sds) was advanced through a previously implanted stent in the ostium of the lad. However, the stent dislodged from the sds in an unintended site. A second xience v stent was used to compress the dislodged stent against the vessel wall. No additional event or pt info is available.

Manufacturer narrative:
Results & conclusion summation - the inability to cross can be affected by numerous factors including, but not limited to, interactions with other devices. Additionally, stent dislodgement can be affected by improper or inadequate crimping, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interactions with other devices and/or anatomy, and lesion morphology. The fact the sds was passed through a previously placed stent suggests an interaction between the devices may have contributed to the dislodgement. Thus, a definite cause for the dislodgement cannot be determined, there are no indications of a product deficiency which could have contributed to the difficulties experienced.